Event description:
On (B)(6) 2009, the patient reported that about 1.5 months ago he began to notice the up and down buttons on his insulin infusion device were responding intermittently to presses. He stated that today as he was trying to bolus to fill his infusion set cannula, the up button would not respond. The buttons pop up when pressed. He said his device has not been dropped or exposed to water or insulin. He switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.